Manufacturer narrative:
Report source: foreign (B)(6).

Event description:
Information was received that a smiths medical portex sacett suction above cuff endotracheal tube pilot balloon was attempted to be inflated during use, but it would not. No adverse patient effects were reported.

Manufacturer narrative:
One portex sacett endotracheal tube was returned for analysis in used condition. Upon visual inspection it was observed that the remaining line that surround the pilot balloon is missing. Functional testing was performed by inflating the syringe while submerged under water; leakage was observed coming from the pilot balloon. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed by reviewing training records and tracheal manual flow line procedure; no discrepancies were noted. Thirty two samples were reviewed for tracheal inflation line and leak tests; no discrepancies or leaks were found. Based on the evidence the complaint was confirmed. The root cause was found to be from manufacturing; pilot balloon was damaged during cutting process or lack of detection by production personnel.